Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse checked the display and key functions. The key functions were normal, but the display intermittently flashed black. The fse checked and re-installed the display cable. The display of the iabp was normal. The unit passed all factory specified performance tests. The iabp was returned to the customer and cleared for clinical use. The event site telephone was not entered in block e1 due to character length. Telephone number is as follows: (B)(6).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit the display screen flickered. There was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.